Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) exhibited a flash memory failure at bga u102 and u105 chips on the c/a board. The root cause for the defective flash chips could not be positively identified. There was no adverse event that resulted from the damaged monitor.